Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. No manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in italy, there was an evoque valve in tricuspid position by right femoral venous access, where during the procedure the patient went into asystole after anchors were at 45 degrees. CPR was started. It was not possible to pace over the safari wire (no capture) and temporary pacing from left ventricle was successful. After valve deployment, a permanent pacemaker was implanted due to a complete third-degree atrioventricular block. The grade of regurgitation was reduced from massive (4+) to none (0).